Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination in the collet assembly.

Event description:
Customer stated that the burr slipped out of the attachment while in use during a case. Another set was used to complete the procedure. There were no adverse consequences and no delay in the surgery alleged with the event.